Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the operating surgeon noticed a damaged ceramic insulation at the distal end of the suspect medical device. It is unknown when this damage occurred and whether a fragment fell inside the patient's bladder. However, the operating surgeon did not find any foreign objects inside the patient. Furthermore, an x-ray was performed where also no foreign objects were noted. The intended procedure was reportedly completed and there was no report about patient injury.